Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle does not retract. When securing the device, the needle does not retract. When did the incident occur? After use. Additional information 3/16/2027: the device was not in use on a patient when the problem occurred. No one has suffered any harm, except a loss of time.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of needle retraction failure with lot 5157663 regarding item #381044. DHR for final lot number 5157663 has been reviewed. No quality issues or process deviations were found. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.